Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and not replaced because the patient experienced diaphragmatic stimulation and perforation. This is all of the information available at this time. Should additional information become available, this event will be updated.